Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range (oor) pacing impedance measuring 2000 ohms. It was noted one day post operative impedances were 1600 ohms then dropped to 800 ohms and have been gradually rising. Additionally, shock impedances have increased however, measurements are within range. Technical services (ts) recommended to bring the patient in to evaluate and recommended to check thresholds and obtain an x-ray. Ts also noted there were several stored pacemaker mediated tachycardia (pmt) episodes. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.